Event description:
A false positive advia centaur troponin ultra (tni-ultra) replicate result was obtained on a pooled negative plasma sample. The pooled negative plasma was divided into five tubes and ran as 25 replicates for each tube. One of the replicates was positive and the other replicates were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse observed liquid buildup on the wash manifold at port 1 and 3. The fse replaced the wash manifold and installed new aspiration guides. The ring and all probes were calibrated. The dilutor was replaced and the quality control (qc) was run. The qc was in range. The pooled negative plasma sample was run post service and all the replicates were negative. The instrument is performing within specification. No further evaluation of the device is required.